Event description:
The customer reported that imprecise thyroid stimulating hormone (tsh) results were generated from a unicel dxl800 access immunoassay system for twenty patients on (B)(6) 2011. Initial and repeat results were generated on the same instrument. Initial results were generated utilizing one tsh reagent lot and repeat results were generated using a second, unknown, tsh reagent lot. Data supplied by the customer identifies the generation of twenty nine initial and repeat patient samples. Twenty initial and repeat results collectively failed to meet assay precision claims. Nine initial and repeat results met assay precision claims. The imprecise results were not reported outside of the laboratory hence there was no report of death, serious injury or modification to patient treatment associated or attributed to this event. A three level, four-replicate, tsh quality control assessment generated results within the assay's precision claims during the timeframe of the event. Patient specific information, sample collection/handling information and system check results were not provided by the customer.

Manufacturer narrative:
Service was not dispatched to the site for this event. A definitive root cause has not been determined to date for this event.